Manufacturer narrative:
The manufacturer previously reported a ventilator failed a test step in regard to the active exhalation control module. There was no harm or injury reported. The device was evaluated onsite by the manufacturer's field service engineer and the customer's complaint was confirmed. The device's three-way solenoid and proportional valves were replaced to address the issue. Device was tested and passed all final testing.

Event description:
The manufacturer received information alleging a ventilator failed a test step in regard to the active exhalation control module. There was no harm or injury reported. The device has not yet been evaluated. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed a test step during testing and the field service engineer replaced the device's 3-way solenoid valve and proportional valve to address the issue. The components were returned to the manufacturer's product investigation laboratory (pil) for investigation. The 3-way solenoid valve and proportional valve were found to perform as designed. No malfunction was noted.